Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 25 - removed cartridge alarm) occurred during the load process. The customer successfully reloaded the cartridge to address the event and resumed insulin delivery. The customer's blood glucose (bg) level was 270 mg/dl and the bg level was addressed with a bolus via the pump.